Event description:
It was reported that the insulin is leaking from the reservoir. Customer stated the leak past the second o-ring. The blood glucose reading was 171ml/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.